Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. However, after error code 112 was found in the error log, the fse replaced the coiled cable and cable backplane to coiled cord . The iabp unit was tested and passed all functional and safety tests per factory specifications. Tthe iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during patient transport, the screen of the cardiosave intra-aortic balloon pump (iabp) went black and the iabp emitted a loud continuous alarm tone. The iabp was restarted. No patient harm, serious injury or adverse event was reported.